Manufacturer narrative:
PMA/ 510k = k142688. The complaint device, echo-hd-3-20-c of unknown lot number was unavailable for return or evaluation, therefore a document based investigation was carried out. The customer complaint is considered confirmed based on customer testimony. A possible cause of the user¿s difficulty in retracting the needle may be attributed to a bend/kink on the advanced distal needle. A bend/kink might occur due to product handling during the procedure or specimen retrieval/preparation. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The manufacturing records of the device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. The instructions for use, ifu0077-3, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. The risk for this complaint has been assessed and the overall risk has been determined to be low. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The physician successfully obtained an initial sample. During the second attempt, the needle would not retract back in to the sheath. The device was removed with no harm to the patient. The needle would not retract back into the sheath. The physician used a 22 gauge needle to complete the procedure.